Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer reported that the ventilator was alarming circuit disconnect and circuit occlusion while the unit was being tested. There was no patient involvement.

Manufacturer narrative:
Corrected information: the "date received by manufacturer" on the initial MDR submission should be 08/11/2016.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.